Event description:
Oversensing with inappropriate therapies was observed on the rv iegms. The patient was hospitalized and the ICD was programmed in d00 with no detection of vt/vf. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 23rd of february 2023 and 6th of september 2023 recorded a stable pacing impedance of 750 ohms with sudden drops to <250 ohms in april 2023 and june 2023. Further analysis revealed a slightly fluctuating shocking impedance between 60 ohms and 75 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.